Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The reported complaint with the autopulse nxt platform (sn (B)(6) stopping to function after exposure to moisture and continuously blinking a warning triangle alert was confirmed in the archive data. This issue could not be replicated during functional testing. Based on the review of the archive data log, on the event date, the autopulse nxt platform was used to provide treatment for 14 minutes and 46 seconds (delivering a total of 1206 compressions) before stopping due to fault 1300 (fault_no_fans_fun). The user then powered the nxt platform off and on multiple times, with a yellow warning triangle consistently blinking, confirming the reported complaint. The log file showed multiple instances of fault 1300 (fan fault) on the reported event date. The autopulse nxt platform passed preliminary functional testing without any faults or errors. The platform's fan was inspected and verified to be operational, with airflow detectable from the right-side baffle. Upon opening the bottom cover to inspect the fan, no signs of damage were found, and the fan cable was fully connected to the mainboard. Fluid was observed at the low end of the bottom enclosure, consistent with the customer's report of water exposure. The left and right-side user interface boards were removed and checked for fluid ingress, but the area was dry. All buttons on the user interface's left and right sides were checked and verified to function properly. Nevertheless, the fan was replaced as a preventive measure. Subsequently, the nxt platform was tested using a medium zoll torso fixture (mztf) with four known-good nxt batteries until discharged without fault or error. The autopulse platform functioned appropriately and performed as intended. Following service, the autopulse nxt platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse nxt platform with serial number (B)(6).

Event description:
The customer reported that during patient use, a circulating water blanket was placed over the patient and the autopulse nxt platform (sn (B)(6). While both devices were running, the circulating water blanket burst. The nxt platform became wet and immediately stopped functioning. The crew switched to manual CPR. The nxt platform could not be powered on or off using the power button, but it could be turned on and off by inserting or removing the battery. The customer noted while the nxt platform was powered on, a warning triangle alert continuously blinked. The customer expressed concern that the autopulse nxt platform might have sustained water damage, which seems to be affecting its user control panel. No consequences or impacts on the patient.